Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported by the physician that once the catheter was in place, she felt resistance while attempting to remove the spring wire guide (swg). The swg began to unravel, at which time the physician removed the swg and catheter as one. As a result, another kit was opened and used successfully. There were no pt complications reported.